Event description:
A pt reported experiencing inaccurate erratic results with a otu meter. The pt's blood glucose results were 227 mg/dl, 100 mg/dl (in the reported issue notes its documented that customer unsure of exact reading). Tests were done within <10 mins with a difference of 69%. Pt did not experience any adverse events. No further info has been reported.